Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis. The cause of death was heart failure. The caller stated that the customer had the flu or something similar that may have led to the customer's passing. The customer¿s blood glucose was over 800 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing when the customer was admitted. The customer was not using sensors. The customer did tell someone that her new pump was not working and they had to use manual injections. The caller agreed to return the insulin pump for analysis.